Event description:
The customer is having difficulty with the connection between the carefusion extension set and the smiths catheter used in the med/oncology department. The unit manager states they are specifically encountering unwinding the leakage at the connection, especially after patient movement or activity. There was no patient harm or medical intervention. The customer stated that no further patient/event info is available.

Manufacturer narrative:
Manufacturer's report date: (B)(4) 2014. Internal file no: (B)(4). This report was filed by the manufacturer. The product will not be returned by the customer because it was discarded. The customer's report of the extension set unwinding and leaking could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure could not be identified.